Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 5f mynx control vascular closure device (vcd) was found to be ruptured during device preparation, with sterile heparinized saline observed leaking from the balloon. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was prepared and stored according to the instructions for use (IFU) and no external damage was observed prior to opening the package. The deployer was mynx certified. There was no device or package damage prior to use. The device was removed from the packaging as per the instructions for use (IFU). One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that both button 1 and button 2 were not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was present in the manufactured position and was fully covered by the sealant sleeves, which showed no abnormal conditions. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was returned deflated, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An attempt to perform an inflation/deflation functional evaluation was made; however, the test could not be completed due to leakage observed at the balloon during the inflation attempt. A high-magnification microscopic evaluation was executed to assess the balloon surface. During this analysis, the presence of a pinhole was observed. The exact cause of the balloon pinhole could not be determined based on the available evidence; however, this finding is consistent with cases in which such damage may result from handling, procedural, or other non-manufacturing-related factors. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the pinhole found could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure reported. However, as this issue was found during preparation of the device, handling factors during prep are likely. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was found to be ruptured during device preparation, with sterile heparinized saline observed leaking from the balloon. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was prepared and stored according to the instructions for use (IFU) and no external damage was observed prior to opening the package. The deployer was mynx certified. There was no device or package damage prior to use. The device was removed from the packaging as per the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.